Event description:
Customer reportedly received result of 198 mg/dl on the advantage system and a lab value of 78 mg/dl was also drawn at the same time. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.